Event description:
It was reported that a catheter break occurred. A 135/20 renegade hi-flo kit was selected for use. During the procedure, it was noted that the catheter was broken and twisted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status post-procedure was stable. Device evaluated by MFR: the device was returned for analysis. Returned product consisted of a renegade hi-flo micro-catheter. The hub, shaft and tip were microscopically examined. The device showed buckling from the hub to 9cm distally. The device showed multiple kinks throughout the catheter shaft. The extreme damage that was noticed on this device is consistent with handling and may have had interference with another device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Event description:
It was reported that a catheter break occurred. A 135/20 renegade hi-flo kit was selected for use. During the procedure, it was noted that the catheter was broken and twisted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status post-procedure was stable.